Event description:
It was reported that during the implant the lead had a high impedance when implanted of approximately 2000 ohms. The physician repositioned the lead and the impedance remained about the same. When the lead was inserted into the new generator the lead impedance was varying from 1200 ohms to greater than 3000 ohms. The lead was removed and blood was visualized in the lumen about 3/4 of the way up the lead. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was returned, analyzed and no anomalies were found. It was noted that the distal electrode was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).